Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on (B)(6) 2011 after the use of the product.

Manufacturer narrative:
This reported event is on the same pt involving two separate products and associated with MDR # 1225714-2013-00993.

Manufacturer narrative:
Was updated per the additional information received. An additional patient code has been provided. This is one of two device reports for this event; the associated MFR report numbers are: 1225714-2013-00992 and 1225714-2013-00993. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
The additional information received noted that the patient experienced cardiac arrest.